Manufacturer narrative:
D3. Manufacturer email address (B)(4). The unit was evaluated on site by the field service engineer (fse). During inspection, it was noticed that the lens plate askew on threads causing the plate not to engage the sis circuit. The reported event was confirmed. The fse adjusted the lens plate and the unit continued to operate as expected. Based on all the information available, a conclusion code of cause traced to maintenance was assigned to this investigation.

Event description:
It was reported that console would not recognize the fiber when connected. A second fiber was used with the same result. The procedure was cancelled as a result. Patient sedation status is unknown. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that console would not recognize the fiber when connected. A second fiber was used with the same result. The procedure was cancelled as a result. Patient sedation status is unknown. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Manufacturer email address (B)(6).